Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system automatically logged a remote monitoring alert regarding a memory failure during the host pc power on self-test (post). There was no customer report regarding this issue. A philips field service engineer (fse) examined the system onsite. The issue was resolved by swapping two memory banks in the host pc, and the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the host computer failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.